Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received at eri voltage level, with normal output and telemetry communication. Analysis of the device image indicates the device has reached elective replacement level sooner than expected. Electrical testing indicated the source of high current was isolated to the hybrid circuitry. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion.

Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The physician explanted and replaced the ICD. The patient condition was stable.